Event description:
It was reported that during a da vinci-assisted surgical procedure, large hem-o-lok clip applier instrument would not clip correctly. The procedure was completed as planned with no reported injury. Isi obtained the following information: the customer confirms that after instrument passes engagement and is inserted into the patient's anatomy, there is an inability to maintain the clip closed on intended location after clip application on vessel or tissue bundle.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the large hem-o-lok clip applier instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have pitch input five broken and returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause is attributed to use and reprocessing conditions. The input disk can be susceptible to chemical or thermal stress, which can result in the appearance of cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks and may cause the input disk to break and separate from the instrument.

Event description:
Refer to h11 for follow-up information.